Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: in the nicu, "claves" are used at the end of our tubing devices that allow us to attach a luer-lock syringe to flush/administer, etc. There is a new "clear" clave product that is being stocked on the floor (the prior clave was "green). Rn has noted on multiple occasions where the plunger inside of the clave (which seems to be spring operated) has not sprung back up/has stayed down in an engaged position. Typically, when attaching a syringe to the clave, you have to push in and twist, and the push in mechanism is stuck in place. This encounter of a malfunctioned clave caused a large air bubble to be in my med-line attached to the clave, that is attached to an umbilical central line. Rn was aware of air bubble and intervened before it reached the patient.